Event description:
Boston scientific received information that this brady device and right ventricular (rv) lead system exhibited recurrent low, out of range (oor) pacing impedance and oversensing. The patient was not pacer dependent. Boston scientific technical services (ts) discussed the issue and possible causes. Subsequently, this patient underwent a revision procedure where this rv lead was surgically abandoned and the brady device was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.